Event description:
It was reported that during implant, the pulse generator header had difficulty accepting the lead. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis confirmed that it was difficult to insert the test lead into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product.